Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5130292/5130296.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. Reprogramming was done but was unsuccessful. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted devices will not be returned per facility policy.